Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea unit has fio2 (fraction of inspired oxygen) issue. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Customer mentioned that the gde was replaced due to compressor not working properly. The customer added that the avea was not in patient use and that the issue occurred during compressor test during preventive maintenance.